Manufacturer narrative:
A patient experienced pain at the ipg site was reported to abbott. The ipg was replaced and relocated. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing pain at the ipg site. As a result, the ipg was explanted, the ipg site was relocated, and the ipg was replaced. The issue was since been resolved.